Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock while having sexual relations looking like muscle noise. Upon review, myopotential oversensing was noted. The patient presented to the clinic and isometric testing was performed and the noise was reproduced. Reprogramming was performed. At this time, this s-ICD system remains in use and no additional adverse patient effects were reported.